Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip was implanted on the tricuspid valve. A second clip, a triclip xtw, was placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from less than ten degrees to roughly 60 degrees. Troubleshooting was performed, and a second efaa was performed. However, the clip continuously opened from less than 10 degrees to roughly 60 degrees. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed from the patient. The procedure was complete with one clip implanted, reducing the tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.